Event description:
It was reported that the customer experienced a low blood glucose level (bg) of 40 mg/dl, needing settings adjustment. Customer consumed glucose tablets juice and food to address low blood glucose. Reportedly, customer consulted their healthcare provider who assisted in making settings adjustment to better meet their needs.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.